Manufacturer narrative:
This product is registered as a combination product. Concomitant product with unknown therapy date: tendril MRI lpa1200m/52 lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07900. It was reported that an asymptomatic patient presented to a follow-up in clinic with their atrial and right ventricular leads exhibiting episodes of noise. Both leads were explanted and replaced on (B)(6) 2020. Patient was discharged after the procedure ended.

Manufacturer narrative:
A complete lead was returned in three pieces measuring 6.0 cm from the connector pin, 8.9 cm of the middle portion, and 53.7 cm from the distal end. External insulation abrasion was noted at 49.0 to 49.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.